Event description:
Spontaneous call, device malfunction (did not get sn.) Pump is stuck in the stopped screen despite changing batteries, turning off and back on again. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Pt has a backup device. Reported to (B)(6) by pt/caregiver.